Event description:
The customer reported that it was difficult to retract knife blade and open the device jaws while on the left gastric artery. The doctor was able to manually retract the knife blade and open the jaws, but discontinued the use of the device. The customer did report that oozing did occur during the case, but it is unknown what caused the oozing. There was no tissue damage or patient injury.

Manufacturer narrative:
(B)(4). The handle of the incident device was latched and unlatched ten times with no problem. The knife moved smoothly along the track, and was activated on a silicone test strip with acceptable results. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily, and no sticking was observed. Covidien could not confirm the customer's report.